Event description:
It was reported that multiple intermittent altitude alarms occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose level ranged from 300-316 mg/dl. Reportedly, the customer cleaned the speaker holes and the cartridge was reloaded to clear the alarm, and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.